Event description:
Information received indicated the left intermediate siderail will not latch.

Manufacturer narrative:
The siderail latch was found to be loose. The latch was tightened which resolved the issue.